Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance warning and a polarity switch was noted. It was also noted that the right atrial (ra) lead exhibited low p-waves. Both leads remain in use. No patient complications have been reported as a result of this event.